Event description:
It was reported that the right ventricular (rv) lead had a warning due to one low impedance measurement and a polarity switch occurred. All other measurements and function appeared normal. The lead remains in use. No patient complications have been reported as a result of this event.